Manufacturer narrative:
No conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system displayed a high voltage error and shut down on its own. No patient injury was reported.